Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. Per tandem's user guide: if you drop your pump or it has been hit against something hard, ensure that it is still working properly.

Event description:
It was reported that the customer fell on their pump and subsequently a cartridge alarm 30 occurred during basal insulin delivery. A new cartridge was loaded to resolve the issue. Customer's blood glucose level was 137-166 mg/dl.